Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved and immediate extraction site. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.